Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/24/2020. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code z340h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2020. Additional d4, h4 information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: plz491, pj5494. A manufacturing record evaluation was performed for the finished device batch pj5494, z340 and no non-conformances were identified. Mfg. Date - 08/21/2019, exp. Date - 07/31/2024. A manufacturing record evaluation was performed for the finished device batch plz491, z340 and no non-conformances were identified. Mfg. Date - 10/08/2019, exp. Date - 09/30/2024. Additional information was requested and the following was obtained: was additional dissection required in other organs/tissues other than the target tissue? Additional incision about 4 cm was made other than the ports. Was the needle retrieved in the same procedure or another procedure was performed? The surgeon retrieved the needle in the same procedure. Please provide procedure date (B)(6) what tissue was being sutured when the event occurred? During suturing on the myometrium, the surgeon was suturing a quite deep position with the needle. It is likely excessive force was applied to the needle due to this situation. The position of needle breakage was slightly to the swage side from the needle center. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No operation time extension due to this issue. There may have been a problem with the suturing way. Excessive force might have been applied to the needle while suturing a quite deep position. After the surgery, the patient has been discharged from the hospital with no problem. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: plz491, pj5494. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Was the needle retrieved in the same procedure or another procedure was performed? Please provide procedure date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic enucleatic myomectomy on (B)(6) 2020 and a suture was used. The needle was broken during continuous suturing. An additional incision of about 4 cm was made and the needle was retrieved successfully. The surgeon opined that due to suturing a quite deep position with the needle, it is likely that excessive force was applied to the needle due to this situation. The position of needle breakage was slightly to the swage side from the needle center. There were no adverse patient consequences.